Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's friend reported via phone call high blood glucose levels. Customer's blood glucose level was over 600 mg/dl. Customer was new to the insulin pump and treated their high blood glucose via insulin pump. Customer declined to troubleshoot and advised they would call back if issues persist.